Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their CPAP device. The patient alleges to have heart disease and heart stent. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that a user contacted the manufacturer regarding the sound abatement foam correction/removal for their CPAP device. The patient alleged to have heart disease and heart stent. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 updated in this report.